Event description:
Customer tested with the freestyle meter and received a 125 mg/dl but stated they were experiencing symptoms of low blood sugar. They were transported to the hospital because they were not responding. The paramedics took a reading with an unknown meter receiving readings in the 20's mg/dl. Customer was tested again at the hospital with the lab instrument again receiving reading in the 20's mg/dl. They were treated with an IV and orange juice with a teaspoon of sugar.